Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the strap25 device was received with no visible damage to its external components. Additionally, a foil was returned with the device. In an attempt to replicate the reported incident, the device was manually actuated; however, during subsequent actuations, no straps were deployed despite multiple attempts. The instrument was then disassembled, and it was observed that the fork prongs were deformed, resulting in the firing malfunction. One (1) strap was found within the cannula shaft. The event reported was confirmed and it is related to improper use of the device. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2026 and absorbable straps was used. Procedure inguinal hernia by laparoscopy "in bilateral inguinal herniorrhaphy surgery, during the intervention on the right side the doctor was going to begin to fix the mesh with the absorbable strap and the hooks did not come out, after three attempts the staples began to come out, but they did not fix the mesh, they did not take the ligament (in the purpose of fixing it several staples were lost) until some of them fixed but the staples had already run out. The securestrap 25. I had to pass a securestrap 12 to be able to fix the mesh, I noticed that the grip of the staples was better on the 12 strap and it had no obstacles when firing the staples. The event occurs during the use of the medical device; it did not cause harm to patient. There were no significant delays reported. Additional information was requested.